Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage 2.59 on (B)(4)-2015 10:59:25. Not at recommended replacement time (rrt).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to possible lead fracture causing the sense of non-physiological intervals/noises. It was noted, there was high impedance on the right ventricular (rv) lead. The lead was capped and replaced. It was also reported, the physician was complaining the implantable cardioverter defibrillator (ICD) had reached battery depletion early. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.